Manufacturer narrative:
Correction- section b3, b5, e1, e2, e3, g2: event date, discovery, patient status and healthcare provider (hcp) information.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Interrogation showed the patient¿s pacemaker was in backup vvi mode. No intervention was performed. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of device in backup-mode was confirmed. The device was above elective replacement indicator (eri) level upon receipt, after nominal conditions were restored from backup mode in the field. Review of the device image indicates reset was caused by power on reset condition triggered by undetermined source. Further evaluation including monitoring the device for several days found normal results. Despite extensive efforts to trigger backup condition, it could not be reproduced. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
New information received notes that the patient presented to the emergency room. Interrogation showed that the patient pacemaker was in backup vvi mode. The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction-section g3: added the missing awareness date which is 27 jan 2025 for emdr- 000845825 report.

Event description:
It was reported that the patient's pacemaker was in backup vvi mode. No intervention or patient condition was reported.